Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was advised to change the main board and part number, and pricing was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing a transducer fault alarm during testing. The customer confirmed that there was no patient associated with the reported event.